Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath is unexpanded, tip unopened, damage to soft tip and distal tip split observed, scratches on sheath shaft near distal end, and serration along seam near distal tip. Functional or dimensional testing was not performed as the complaint was confirmed through visual inspection. No photo was provided. During the manufacturing process visual inspections and tests are performed throughout the process. During esheath assembly per procedure, the shaft and tip are inspected for defects. During final sheath inspection, the shaft dimensions are verified, and the sheath shaft liner and tip are visually inspected for defects per procedure. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for seam separation, expansion and testing per procedure. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The IFU for esheath introducer set, device preparation training manuals and device procedural training manual were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath. The device procedural training manual was reviewed for guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis and ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Note that do not use if the sheath is damaged. Additional considerations are:  push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification, do not force sheath, an d once inserted, suture the sheath in place. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the 16f esheath was not possible to be insert into the vessel without predilated, as it was very calcified and very tortuous.¿ additional in the case notes, the access vessels were calcified, tortuous and the angle of insertion was approximately 45 degrees. Scratches observed on the sheath and soft tip damage are indicative of calcium nodules in the vessel interacting with sheath during advancement and/or retrieval. The presence of calcification, tortuosity and a steep angle of insertion can create a challenging pathway for sheath insertion. Per training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ additionally, it is possible that combined with interaction with access vessel calcification, the sheath was excessively manipulated to overcome the resistance experienced during sheath insertion, contributing to the splitting of the sheath distal tip. In this case, available information suggests that patient (calcification/tortuosity) and procedural factors (steep insertion angle/excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As per engineering observation, the 16f esheath distal tip was split. As reported by our (B)(6) affiliate, during a transfemoral procedure a 16f esheath was unable to be inserted into the vessel without pre-dilation as it was very calcified and very tortuous. The first insertion was through the right iliac and second through the left iliac. All competitor devices did not work. Therefore, the case was aborted. The patient was converted to surgery. Per report, the cause for insertion difficulty in the patient was the high tortuosity from the iliac vessels. The patient¿s vessel measured 8.0mm ¿ 9.0mm and the vessel was moderately calcified and moderately tortuous.